Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records or xrays were provided for review. The device was not returned for evaluation. While the reported event was not confirmed, it is probable from the event description that the root cause of the pulling of the trident shell from the pelvis was caused as a result of patient trauma. It is reported that the hospital noted that there was nothing wrong with the implants, just that the patient fell. No further investigation for this event is possible at this time.

Event description:
The patient received a hip replacement on (B)(6) 2013 and while in the hospital, fell in the bathroom and pulled the acetabular cup from the pelvis. The doctor preformed a revision surgery and replacement with stryker implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
The patient received a hip replacement on (B)(6)-2013 and while in the hospital, fell in the bathroom and pulled the acetabular cup from the pelvis. The doctor preformed a revision surgery and replacement with stryker implants.